Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx pro closure device was implanted. At a routine follow up, transesophageal echocardiogram (tee) revealed an immobile device related thrombus attached to the top of the closure device. The closure device remains seated at the ostium. The patient was placed back on an oral anticoagulant (oac) regimen in response to the drt. No further information was provided at the time of this report.

Manufacturer narrative:
A2: patient date of birth and gender updated. B3: bsc aware date used as event date, as it is unknown. B5: information added. D1 and d4: detailed product information and lot # updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx pro closure device was implanted. At a routine follow up, transesophageal echocardiogram (tee) revealed an immobile device related thrombus attached to the top of the closure device. The closure device remains seated at the ostium. The patient was placed back on an oral anticoagulant (oac) regimen in response to the drt. No further information was provided. It was further reported that the watchman flx pro closure device was 40mm in size. The patient had a history of clot in the laa despite being on eliquis that was known prior to the index procedure. A non-boston scientific (bsc) thrombectomy catheter and sentinel cerebral protection system (cps) were used to perform a thrombectomy of the laa thrombus prior to the insertion and implantation of the closure device. The patient was undergoing a cardioversion when the transesophageal echocardiogram pre-imaging showed the device related thrombus attached to the closure device. The patient was placed back on eliquis in response to the event.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman flx pro closure device was implanted. At a routine follow up, transesophageal echocardiogram (tee) revealed an immobile device related thrombus attached to the top of the closure device. The closure device remains seated at the ostium. The patient was placed back on an oral anticoagulant (oac) regimen in response to the drt. No further information was provided. It was further reported that the watchman flx pro closure device was 40mm in size. The patient had a history of clot in the laa despite being on eliquis that was known prior to the index procedure. A non-boston scientific (bsc) thrombectomy catheter and sentinel cerebral protection system (cps) were used to perform a thrombectomy of the laa thrombus prior to the insertion and implantation of the closure device. The patient was undergoing a cardioversion when the transesophageal echocardiogram pre-imaging showed the device related thrombus attached to the closure device. The patient was placed back on eliquis in response to the event.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. Medical media was provided and reviewed by bsc quality engineer for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.